Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. Impedance check showed an impedance of 35790 on electrode 11. To patients knowledge he hadn't fallen or done anything to cause this high impedance. Was able to program around the electrode with high impedance. Patient came in to get reprogrammed because he was getting an oor on his patient controller. Rep programmed around the high impedance and was able to get paresthesia as normal. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.